Event description:
During final closing count following spinal fusion and implant removal, scrub tech noticed a piece of metal on the sterile field at the location of the patient's legs. A complete assessment of the instrument was performed and it was discovered to have come from the inside of the ebi t-handle wrench. The metal that broke off was a small section and it was unclear if more had broken off during this use. The entire wound area was examined with imaging to ensure there were no other pieces. All imaging was negative. The patient was not harmed.======================manufacturer response for torque wrench, (brand not provided) (per site reporter).======================requested item for analysis.